Event description:
A nihon kohden employee was onsite at the facility and reported that the patient's demographics disappeared from the central nurse's station (cns). The patient was being monitor by a transmitter at the cns. Waveforms were still present. No patient harm reported.

Manufacturer narrative:
Details of complaint: a nihon kohden employee was onsite at the facility and reported that the patient's demographics disappeared from the central nurse's station (cns). The patient was being monitor by a gz transmitter at the cns. Waveforms were still present. No patient harm was reported. Service requested / performed: evaluation of the gz transmitter log files: nk digital health solutions (nk dhs, formerly known as nk us labs) evaluated the gz logs. From this evaluation, it was concluded that the patient was discharged at the gz device, thus causing the patient's name to be "dropped" at the cns. Investigation summary: the root cause as to why patient was discharged at the gz transmitter device could not be determined due to insufficient available information. Nk dhs suggested that the discharge operation may have been inadvertently performed due to the gz transmitter's screen having been unlocked, causing the discharge operation when the gz transmitter's screen was touched by the patient. The investigation suggested the user utilize the available screen lock function. Service history for cns serial number 373 shows no recurrence of the issue. The service history for the gz-130pa serial number (B)(6) shows no reports. As the potential root cause was identified to be related to the user not locking the screen to prevent accidental discharge, as well as that the issue has not reoccurred on this particular setup, further action is not warranted. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Corrected information: e2 health professional? Deselected the "yes" radio button; selected the "no" radio button to correct the information.

Manufacturer narrative:
A nihon kohden employee was onsite at the facility and reported that the patient's demographics disappeared from the central nurse's station (cns). The patient was being monitor by a transmitter at the cns. Waveforms were still present. No patient harm reported. Analysis of the log files found that the discharge was performed by the gz itself. The logs revealed that the gz screens slowly advanced from screen to screen, and that the display was most likely touching the patient's body, which eventually caused the unintentional discharge. Nihon kohden has not confirmed whether the key lock function was in use at the time. Note, the key lock function is released after a power cycle and users must lock it again after changing the batteries. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: telemetry transmitter model and serial number: gz-130p sn 01065.

Event description:
A nihon kohden employee was onsite at the facility and reported that the patient's demographics disappeared from the central nurse's station (cns). The patient was being monitor by a transmitter at the cns. Waveforms were still present. No patient harm reported.